Event description:
It was reported that after completion of a da vinci prostatectomy procedure, during washing of the maryland bipolar forceps instrument, a loose wire was discovered. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a loose pitch cable at the distal clevis hub. Both of the cable crimps remained in the clevis. Failure analysis investigation also found the following damages, which were not reported: upon removal of the housing, it was found that the pitch cable was derailed at the clamping pulley, but no loose clamping pulley screw was found. The derailed cable can cause loose tension at the grip area. The pitch cable was also frayed at the distal clevis hub. There was no damage found at the clevis. There was residue around the clamping pulleys by the cable rails area inside the housing. Failure analysis concluded that the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. There were mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.